Event description:
Note: this MFR. Report pertains to the second of two events that occurred during the same procedure. Refer to MFR. Report #3005099803-2008-04780 for a description of the first event. The physician attempted to complete the procedure with a second standard balloon replacement g-tubes device. According to the complainant, "the balloon was leaking and would not hold water during the procedure." The procedure was completed with a third standard balloon replacement g-tubes device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined.